Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient had been advised by the rep to see their hcp after the oor message.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that a call your doctor screen with an out of regulation (oor) message was seen on the programmer when checking the ins status or while changing settings the day prior to this report. No falls were thought to be related to the issue. A health care provider (hcp) was contacted, and the hcp contacted a manufacturer representative (rep). The rep had not gotten back to the patient or hcp though. An hcp later reported the patient saw an oor message on (B)(6). A rep later reported another oor was seen on (B)(6). Instructions for bypassing the oor message were reviewed with the rep. No medical symptoms were reported. No further complications were reported.